Event description:
It was reported that a dissection occurred. The patient presented with inferior wall myocardial infarction (mi) for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed lesion was located in a moderately tortuous and moderately right coronary artery (rca). Following pre-dilatation with 2.50 x 8 mm nc balloon, a 3.50 x 20 mm promus premier drug eluting stent was deployed. The stent was fully deployed at 16 atm for 10 seconds. The stent was post dilated with a 3.50 x 8 mm nc balloon. After post dilatation, a flow was limited, and a type b dissection occurred at the at proximal edge of the stent. Another 4.00 x 12 mm promus premier stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications reported.